Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm reading was low (no specific value provided) and the patient was given lot of chocolate and sugar by the reporter. The patient was experiencing symptoms at that time like weakness, being pale, nauseous and sweating. When the cgm reading did not change after treatment the patient was brought to the hospital. When a fingerstick was taken at the hospital the cgm reading was low, and the blood glucose reading was 350 mg/dl. The patient was treated with an unknown medication for nausea and was given intravenous fluids for dehydration. The patient stayed in the hospital for two and a half hours after which they recovered and were discharged. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.